Event description:
It was reported that the lead was oversensing crosstalk on the ventricular channel during atrial pacing. Patient was not symptomatic. Low pacing lead impedance was also observed. The patient was asymptomatic. Lead revision was recommended. Further information not available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.